Event description:
The customer questioned results for multiple patients tested for ca2 calcium gen.2 (ca2) on a cobas 8000 c 702 module. The customer provided examples for 2 patient samples. Of the data provided, the results for 1 patient were discrepant. The initial ca2 result from an aliquot cup was 3.9 mg/dl the repeat result from the parent tube was 7.0 mg/dl the initial result was reported outside of the laboratory. The repeat result was provided as a corrected result. No adverse event occurred. The ca2 reagent lot number was 30267501 with an expiration date of 28-feb-2019. The field service engineer (fse) visited the customer site and found the cell rinse water volumes were low. The fse found that the high concentration waste vacuum vessel was slow to drain due to a partial blockage in the valve. The rinse volumes were adjusted and the vacuum vessel and drain valve were cleaned. The sample and reagent lines were also back-flushed with bleach to remove any possible contamination. Diagnostic testing results were within specification. The customer ran calibration and qc within specification. The investigation determined that the valve issue found by the fse was the root cause of the issue.